Event description:
Noted on routine remote transmission significant battery depletion over past year. Bsc tech support contacted and engineers confirm premature battery drain. Recommends pacemaker be replaced within 60 days. Manufacturer response for pacemaker, l321 accolade el (per site reporter). Replace pacemaker within 60 days.